Manufacturer narrative:
After review of reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The company service representative examined the system and was unable to confirm or replicate the reported event. The company service representative verified system functionality and calibrated the system. As a preventive measure, the company service representative re-secured all hardware on the vertical gantry rail and re-seated the gantry cover. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported capsule breaks on three patients during femtosecond laser assisted cataract surgery. Additional information has been requested.